Event description:
On behalf of the customer, the conmed representative reported issues with the spatula electrode w/ stealth ER 5mmx32cm, item # 60-5274-032, lot 202107261 that occurred at (B)(6) healthcare charlevoix on (B)(6) 2021. Information received indicates during an unknown surgery, the ¿spatula tip broke off inside the patient¿. There was no impact or injury to the patient and the surgeon retrieved the tip with graspers. It is indicated the procedure was successfully completed with a 2-minute delay. Additional information received notes surgery date was (B)(6) 2021. Spatula tip was being used for cautery. The metal spatula fell off inside of the patient during surgery. A grasper was also being used at the time. No other clarification is available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as, although the device tip was removed, it did break off while in use and fall into the patient.

Manufacturer narrative:
H11: b3 date of event corrected from (B)(6) 2021. H10:the investigation of the customer's reported issue finds it to be inconclusive. At time of filing, although originally expected, the reported device has not been received into conmed¿s complaint system for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame 339,890 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001 the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, user is advised to examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the spatula electrode w/ stealth ER 5mmx32cm, item # 60-5274-032, lot 202107261 that occurred at (B)(6) on (B)(6) 2021. Information received indicates during an unknown surgery, the ¿spatula tip broke off inside the patient¿. There was no impact or injury to the patient and the surgeon retrieved the tip with graspers. It is indicated the procedure was successfully completed with a 2-minute delay. Although requested, no clarification has been received at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as, although the device tip was removed, it did break off while in use and fall into the patient.